Manufacturer narrative:
Received one (1) used d1000 tego for inspection on 5/6/24. As received, blood residuals were observed between the seal and the yellow body. The seal had been torn and there was damage observed on the posts, typical of overtightening. The tego was found to be occluded when activated by a male luer due to the seal collapsing. The reported complaint of restrictions in flow causing high pressure and internal leakage can be confirmed due to the damage found on the seal. The probable cause of the damage is due to overtightening during use. Dfu states: "do not overtighten." Lot history review could not be conducted because no lot number(s) was/were identified.

Event description:
The event involved a tego® connector that the customer reported during patient use. The customer reported that high venous pressure alarms noted on hemo dialysis machine, the tego was removed from the central venous catheter (cvc). When disconnecting from venous line, the tego made a popping noise and the blood entered the spaces around the yellow portion; clot noted inside the tego. The last tego cap change was documented on the (B)(6) 2024. There was patient involvement, but no patient harm and delay in therapy reported.

Manufacturer narrative:
The device has been received for evaluation, however, investigation is not yet complete.